Manufacturer narrative:
Despite manufacturer's requests, either the device, nor x-ray pictures were forwarded for evaluation. No investigation can be performed. If new information become available, the file will be completed.

Event description:
On or about (B)(6) 2009, patient implanted with a braun venatech filter. On (B)(6) 2015, patient underwent an ir venogram which demonstrated that the venatech filter was surrounded by thombi and had been crushed.

Manufacturer narrative:
Batch history review: the manufacturing file of this batch of vena cava filters has been reviewed. It complies with our specifications and does not present any discrepancy. No other incident has been reported on the batch sold since september 2008. B braun medical sas has provided all the information currently available. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success. This report does not constitute an admission or a conclusion by b braun medical sas, or its employees that the device, b braun medical sas, or its employees caused or contributed to the event described in the report.